Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the doctor and it was discovered that the ins had been off since (B)(6) 2020. It was reviewed that the ins could only be off due to depletion or to turning off the device via power button. The caller did not know how the ins turned off. No symptoms were reported. No further complications were reported/anticipated.